Event description:
It was reported that there was a patient reaction. The screw was removed about 1 year post-op. The patient had complained of inflammation and pain at the operative acl tibia tunnel site from a pervious acl. Screw was removed but no pathology report was completed. The surgeon flushed and cleaned the area, acl tendon was fixated/healed to the bone. The tunnel was packed with bone chips.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was not confirmed. Lot number was not provided so device history record review cannot be performed. Returned device include one bio-composite implant. There are minor damages on the proximal end of the screw and at the hexalobe feature. There are also minor nicks on the threads. Evaluation of device does not conclude a cause, however, the most likely cause of this type of event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of possible foreign body and allergic-like reactions to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.